Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
See MDR# 1036844-2012-00304 for the first event involving this pt. It was reported that the ICU, the clinician met with difficulty when trying to remove our swg from a medcomp shile hemodialysis catheter but using our kit components. As a result, the swg began to unravel, so both the swg and catheter were again removed as one. A right femoral hematoma developed immediately after removal. A delay was reported however, there were no add'l complications to the pt as a result of the delay. It was confirmed that the swg was removed in it's entirety and the only complication to the pt was a hematoma.